Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the hospital for an unrelated procedure. During check it was noted that the right atrial lead exhibited high out of range impedance. The patient had been lost on follow-up for 2 years. No intervention was performed. The patient was stable and would continue to be monitored.